Manufacturer narrative:
The MFR is attempting to acquire the explanted device and obtain additional info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital staff via device tracking form that a pump exchange was performed. The reason for the exchange noted was "infection".